Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was planned to be implanted in a patient for the endovascular treatment of a 150mmthoracic dissection. It was reported during the index procedure after the valiant stent graft system was deployed and when the physician was removing the delivery system resistance was noted in the iliac artery. Angiography revealed a gap between the tip capture component and the ro marker band of the graft cover and the delivery device could not be removed. The procedure was converted to open surgery to remove the device from the femoral artery. Per the physician the cause of the event was device related. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary; a short gap was observed between the delivery system external slider and the front grip on return of the device. A kink was observed on the stent graft cover and middle member. The external slider was retracted to expose the kink site. The delivery system external slider was advanced fully against the front grip, however the taper tip tubing extended distal to the stent graft cover indicating the tubing had broken. The rear handle assembly was removed. The taper tip lumen material had broken at the flared section. A section of taper tip lumen material remained on the t-tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and it was reported that there was no problems observed with the device before use, as per the physician it was thought that the release device was faulty. The patient has since been discharged from hospital. No further relevant information. Film evaluation summary; the exact cause of the reported gap between the graft cover and tip, likely leading to the inability to remove the delivery system, could not be determined from the limited films provided. Pre-implant CT¿s were not provided, and a complete assessment of the patient¿s anatomy could not be performed. A single pre-implant CT-3d recon still image confirmed that the patient had a dissection that extended from just past the lsa, across the arch and down into the descending thoracic, that appeared to continue into the abdominal aorta and possibly both the iliac arteries. The aorta, iliac and femoral arteries were non-tortuous with no appreciable calcification. Just distal to the iliac artery bifurcation, both the left/right external iliacs showed slight vessel necking possibly indicating an area of stenosis. A single still angiogram during implant showed a portion of the delivery system components near the level of the patient¿s left pelvis. The film was non-contrast; therefore no assessment of the patient¿s vasculature could be performed. The tapered tip was positioned ~3cm above the graft cover ro marker, and the capture fitting was positioned several mm¿s inside the graft cover just below the ro marker. No clear delivery system issues were observed, and the deployed stent graft was not seen in the image. A single photograph of the proximal portion of the (bloodied) delivery system, which had likely just been removed from the patient, was also returned. The tip/spindle were seen positioned ~3 ¿ 4cm above the ro marker of the graft cover, and the capture fitting was seen ~mid-way between the tip and ro marker. No clear issues were seen with any of the components. Analysis of the limited returned films and single photograph showing the partial device did not reveal any anatomical or delivery system issues that could explain the reported event. Pending analysis of the returned device which will be covered in a separate report. Image evaluation summary; no clear issues were seen with any of the components. The single returned photograph showing the partial device did not reveal any delivery system issues that could explain the reported event. Pending analysis of the returned device which will be covered in a separate report. If information is provided in the future, a supplemental report will be issued.